Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition for seven seconds post shock during the implant procedure. All blanking periods were programmed to smart. A boston scientific crm technical services (ts) consultant discussed that the device uses normal blanking of 65 msec for 30 seconds post shock then reverts to smart. Pacing inhibition could have occurred when the post shock period expired. Ts discussed that there was residual energy on the shocking coils causing the cross-chamber pacing inhibition. Ts suggested programming atrial blank after right ventricular pace to 65 msec to avoid this phenomenon. The device was reprogrammed as recommended by ts to a 65 msec blanking period. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was later explanted for normal battery depletion and was returned for analysis.